Event description:
It was reported that during a routine follow-up visit the battery for the subcutaneous implantable cardioverter defibrillator (s-ICD) was at 15 percent remaining. At the last appoint it was at 50 to 60 percent remaining. Device data was sent to engineering for review as premature battery depletion was suspected. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up visit the battery for the subcutaneous implantable cardioverter defibrillator (s-ICD) was at 15 percent remaining. At the last appoint it was at 50 to 60 percent remaining. Device data was sent to engineering for review as premature battery depletion was suspected. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. Additional information was receive that the device was explanted and successfully replaced. No additional adverse patient effects were reported. The patient kept the device, thus it is not expected to be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow-up visit the battery for the subcutaneous implantable cardioverter defibrillator (s-ICD) was at 15 percent remaining. At the last appoint it was at 50 to 60 percent remaining. Device data was sent to engineering for review as premature battery depletion was suspected. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion.